Manufacturer narrative:
Additional data: g3, h2, h10 corrected data: h6

Manufacturer narrative:
The investigation revealed that after the workmate claris (B)(4) software upgrade, the workmate claris dws screen turns black/blank and the user needs to reboot the system to regain functionality.

Event description:
During the procedure, while pacing, the claris app closed and exited to the desktop. The computer had been upgraded to (B)(4) software, claris 1.2, the previous night. The issue was resolved by rebooting the system. The case was successfully completed. There were no adverse consequences to the patient.